Event description:
It was reported that a spectrum pump interfered with an electrocardiogram (EKG) machine during an infusion (medication, programmed amount and delivery rate unknown). The customer stated that the pump is adding artifacts to the monitored heart waveform when infusing at high delivery rates. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. An engineering analysis and literature review performed by sigma concluded that peristaltic infusion pumps using pvc (polyvinyl chloride) IV administration sets may produce piezoelectric artifact on ECG monitors and similar types of monitoring instruments due to the cyclic pinching and releasing of the pvc tubing. This signal is then conducted downstream of the pump into the patient through the fluid where it is being picked up by the leads of the monitor. The rate of the spikes changes as the pumping rate is varied, and turning off the pump causes the artifact to stop. The currents associated with this signal pose no electrical safety risk. The date of event is unknown.